Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had a history of low flow alarms, generally without symptoms. On (B)(6) 2015, the low flow alarms became constant. The patient had dark urine and his lactate dehydrogenase (ldh) was elevated at 1900 u/l from a baseline of 700 u/l. Echocardiography showed no aortic insufficiency. Blood flow was laminar and the left ventricle diameter was 4.8 cm. The pump speed was 8,800 rpm, power was 3-4 w, and pulsatility index (pi) was between 2-3 . The patient was asymptomatic without any pi events, and was on an argatroban drip. On (B)(6) 2015, the patient¿s ldh decreased to 980 u/l; however, extended periods of low flow continued. The patient developed shortness of breath and was ''not feeling well''. The patient remained on an argatroban drip. On (B)(6) 2015, the patient received a heart transplant. The patient¿s ldh was reportedly elevated at the time of transplant. It was also reported that the patient¿s echocardiography and angiogram were within normal limits.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Requests were made for the pump to be returned for evaluation; however, the pump was not returned. Also, no log files were submitted. A correlation between the device and the reported hemolysis could not be conclusively determined. The reported low flow alarms were not confirmed. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.